Event description:
It was reported that the prescriber was aware that gel-one was not indicated in the manufacturer's guidelines for injection in the shoulder but was used. Attempts have been made and no further information or patient consequences has been provided.